Event description:
It was reported that the patient presented to the emergency room (ER) due to an audible alert, after being lost to follow-up for over a year. The device had indicated elective replacement (eri) 5 months earlier and was now at end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.